Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pocket stimulation. This lead was also exhibited high pacing threshold measurements. A chest x-ray showed that device and leads was displaced with multiple rotations of leads indicated twiddler syndrome. This lead was explanted and replaced. No additional adverse patient effects were reported.